Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episodes of oversensing with noise were observed during a surgical procedure. The implantable cardioverter defibrillator (ICD) is currently functioning as programmed. The device remains in use. No patient complications have been reported as a result of this event.